Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, there is minimal information available regarding the condition of the device at the time of the intervention; therefore, we are unable to confirm the clinical comments made regarding the reason for the intervention or determine conclusively the root cause for the failure of this device. The patient's medical history has been provided and suggests there are multiple contributing patient comorbidities such as diabetes and hypertension, cad and multiple valve disease. However, without return of the device for evaluation, we are unable to investigate into the root cause for the valve-in-valve intervention. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a second device, a 9300tfx 29mm, was implanted into a 27mm mitral pericardial valve in the mitral position using a valve-in-valve procedure. The implant duration of the 27mm mitral valve at the time of the procedure no additional details provided. Both devices remain implanted. The intervention corrected severe prosthetic valve stenosis.